Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead possibly fractured. High/unstable thresholds with intermittent loss of capture, high impedance, oversensing, and noise were noted on the leads. The system was programmed off and a new system implanted on the patient's other side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was apparent noise in the ventricular high rate episodes. Capture management trends shows an increased and variable capture threshold starting (B)(6) 2013. Lead had 19462 open circuit paces since lead warning on (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), implantable pulse generator, 2005 (B)(6); 5076-52, implantable pacing lead, 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.